Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the nc quantum apex balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. The tip, balloon, shafts, and hypotube were microscopically examined. The device was returned in one piece and was not broken; however, the exit notch was torn. There were numerous kinks throughout the hypotube. The distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and it was noted that the shaft was broken. The device was completely removed and procedure was completed with another with the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and it was noted that the shaft was broken. The device was completely removed and procedure was completed with another with the same device. No patient complications were reported.